Event description:
The customer reported that the insulin pump alarmed motor error and her blood glucose reading was 536 mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. During the call, the customer mentioned being hospitalized due to high blood glucose and it may have been food poisoning. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm the motor error alarms. The motor passed the motor test.